Event description:
It was reported that a dash bedside monitor locked up most of the network during the night shift and caused network communications to cease in two buildings. The device was returned for repair service, however, the problem could not be confirmed nor reproduced. The main processor board was replaced as preventative service. A physically damaged mechanical mounting assembly was also replaced, but is not believed to be associated with the presumed malfunction. The unit was tested and passed. No patient injury was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.